Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous left anterior tibial artery. The 1.5 x 20 mm x 142 cm coyote es otw balloon was inflated, and ruptured at 14 atms on the 1st inflation. The procedure was completed with another 1.5 x 20 mm x 142 cm coyote es otw balloon. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous left anterior tibial artery. The 1.5 x 20mm x 142cm coyote es otw balloon was inflated, and ruptured at 14atms on the 1st inflation. The procedure was completed with another 1.5 x 20mm x 142cm coyote es otw balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: magnified inspection revealed no damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole at the distal edge of the distal markerband. The balloon presented scratches in the balloon material proximally from the pinhole. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).